Event description:
It has been reported to co that the occlusion balloon would not deflate when needed. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician inserted the stent delivery catheter and deployed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not delfate. The physician had to cut the wire per instructions contained in the product IFU which results in the occlusion balloon deflation. The device was removed and replaced with another to complete the case.